Manufacturer narrative:
The different ft3 results, generated with both assay versions and the different analyzers were consistent with different physical reaction conditions of the ft3 iii assay versions and the effect thereof on the interfering factor. The investigation determined the elevated ft3 iii v1 results, generated with the e 801 modules were consistent with an interferent against a component of the reagent, streptavidin. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys ft3 iii v1 and elecsys ft3 iii v2 results for one patient tested on two cobas 8000 e 801 modules and one cobas e 411 immunoassay analyzer. The patient's initial elecsys ft3 iii v1 result was reported outside the laboratory. The reported ft3 result was questioned as being "suspicious of non-specific reaction," and the patient's sample was sent for further testing. The patient's sample was tested on an abbott architect, a cobas 8000 e 801 module, and a cobas e 411 immunoassay analyzer. Refer to the attachment for all patient data. The customer's e 801 module had a serial number of (B)(4). The ft3 iii v1 reagent lot number was 58330100 with an expiration date requested but not provided. The investigation's e 801 module had a serial number of (B)(4). The ft3 iii v1 reagent lot number was 574388 with an expiration date of 30-sep-2022. The ft3 iii v2 reagent lot number was 575688 with an expiration date of 31-jan-2023. The investigation's cobas e 411 immunoassay analyzer had a serial number of (B)(4). The ft3 iii v1 reagent lot number was 585947 with an expiration date of 28-feb-2023. The ft3 iii v2 reagent lot number was 567499 with an expiration date of 30-nov-2022. This medwatch is for ft3 iii v2. Refer to the medwatch with patient identifier (B)(6) for the ft3 iii v1 assay.